Manufacturer narrative:
The pod was received not deployed. The download data showed the pod in state 15, indicating it did not complete the activation process after being filled. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. A rerun completed successfully, with the pod activating, deploying, and delivering a bolus without complication. The event cause could not be determined. An investigation of the device fluid path revealed no leak, nor evidence of a leak.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. It was also reported that the pod was leaking after filling the pod.